Event description:
It was reported that a neurologist could not get a handheld computer to turn on. At the moment, it is unknown if there were any troubleshooting steps performed or the nature of the event as good faith attempts have been made to obtain product return. A new programming system was sent to the site, but the site would not return the old programming system until a company representative visits the site.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.